Event description:
The pt developed an infection in tooth location 20 after being implanted for over four (4) years. The doctor indicated poor oral hygiene and infection as contributing factors for implant removal. The pt also has a medical history of hypertension and diabetes.

Manufacturer narrative:
Conclusion: based on inspection results and the DHR review, the returned product has been found to be within specification. Therefore, the implant failure is most likely due to causes other than product such as pt medical history, bone condition, oral hygiene or pt behavior.